Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with keypad numbers 1, 4 and 7 do not work was confirmed during product evaluation. The root cause of the reported problem was determined to be defective main keypad. Appropriate action was taken to correct the reported problem by replacing the front bezel including the keypad. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A device history review was performed with no exceptions found during manufacturing. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the keypad numbers 1, 4 and 7 do not work. This condition has the potential to cause an interruption of delivery. The event occurred during programming/set-up in the intensive care unit. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.